Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax and bard/davol ventralight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided and to correct the explant date, date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of kugel patch, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d6b (explant date), g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the kugel patch (device #1). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device #1). Per operative notes, ¿the patient was noted to have an obvious direct inguinal. A small oval kugel patch (device #1) was placed in the preperitoneal space, covered the inguinal floor and tacked in place to cooper ligament using suture.¿ (B)(6) 2016 - patient had abdominal pain was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #2). Per operative notes, ¿the hernia was in the right lower quadrant, where previous hernia repair with mesh was done. The incarcerated fat and small bowel was reduced from the fascial defect. There was a ball of old mesh (device #1) medial to the hernia defect was adherent to the bladder. The 3dmax light mesh was placed into the abdomen and oriented to cover all the hernia adequately with overlap of the edges. The mesh was secured into position using an absorbable tacks.¿ (B)(6) 2016 - patient had abdominal was diagnosed with umbilical hernia and ventral hernia thereby underwent open repair with the implant of ventralight st using echo ps (device #3). Per operative notes, ¿the hernia sac contained incarcerated fat was freed and reduced into the peritoneal cavity. The defect extended above the umbilicus in the midline. A circular ventralight st mesh using echo ps (device #3) was positioned into the peritoneal cavity to cover the defect with wide margins of overlap and sewn into position circumferentially with suture.¿ (B)(6) 2017 - patient was diagnosed with acute lower uti. (B)(6) 2018 - patient had abdominal pain. Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain and hernia recurrence. It was also alleged that the patient had mesh had become balled up, could not be removed due to strong adherence to bladder.